Manufacturer narrative:
Estimated date of event. Estimated implant date. Estimated explant date. G9: exemption number e2019001-permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period. The device was not returned for analysis. The lot history record (lhr) for this product could not be reviewed and a similar complaint query could not be performed because the product was not returned for evaluation and the part and lot numbers were not reported. The reported patient effect of surgery to remove the stent is listed in the supera instructions for use (IFU) as a known potential patient effect associated with the use of the device. Based on the case information, a conclusive cause for the reported surgical procedure, and the relationship to the product, if any, cannot be determined. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that during a review of social media/twitter, a video was seen, with possible removal of a supera stent from the common femoral artery (cfa). The twitter posting is titled "superectomy" in cfa...easy, safe, straight forward...(B)(6). The video appears to show an unspecified supera stent being removed from the common femoral artery. No additional information was provided.